Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed; analysis revealed a breach of the outer insulation at the 1st rib and clavicle. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular lead was returned to the manufacturer after being explanted due to physician judgment after the patient underwent atrial septal defect repair and tricuspid valve repair, and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.